Event description:
The account alleged the bed didn't function. The technician found the siderail cables were torn and exposing bare wiring which shorted out the siderail.

Manufacturer narrative:
The technician replaced the siderail cables, inter-cables, sidecom cable and both caregiver siderail controls to repair the bed.